Event description:
The customer obtained discordant falsely depressed lactate_2 (lac_2) results on multiple patients and quality control (qc) samples on an atellica ch 930 analyzer with serial number (B)(4). The customer informed siemens that the samples were not repeated because they were outside sample stability, and samples were recollected. The customer verified that no patient results were reported, and no corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the falsely depressed lactate_2 (lac_2) results.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted that lactate_2 (lac_2) quality control (qc) and patient samples were recovering below the measuring interval. Siemens ccc reviewed the information provided and noted the customer replaced the reagent and qc material and the issue persisted. Siemens ccc reviewed the information provided and noted the customer may not have prepared the lactate_2 (lac_2) reagent according to the assay's information for use (IFU). The customer used a new reagent pack as per IFU, performed testing, and noted that qc was in range. Siemens reviewed the qc recovery data, and the results were acceptable. The siemens headquarter support center reviewed the information provided and determined the potential cause for falsely depressed patient results and qc is due to a preanalytical error. The customer did not follow the atellica ch lactate_2 (lac_2) IFU to properly prepare the reagents. Siemens identified no reagent lot or method issue and no evidence of a potential product issue. The atellica ch 930 is fully operational and requires no further evaluation.